Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The mlx 300w xenon lightsource (00mlx) was not returned for evaluation. Therefore, an evaluation of the device could not be performed. The device history record (DHR) could not be completed because no lot number or serial number was provided. The definite root cause cannot be identified as the device was not returned. Based on the reported complaint, the probable root cause of this 00mlx mlx 300w xenon lightsource producing a burning smell and overheating is a broken mirror apparatus. The reported complaint could not be confirmed. When relevant information becomes available in the future, this complaint will be reopened, and the appropriate evaluation will be conducted. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) had a burning smell. They reported that they "opened the device and found that the holder for the ir glass that is located in front of the light bulb." It is unknown whether there was patient involvement, injury, death, or surgical delay.